Manufacturer narrative:
(B)(4). It was reported that the patient was discharged from the hospital after forty three days and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy pd fluids.the cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics (does, frequencies and route not reported) for peritonitis. At the time of this report, the patient was recovering from this event of peritonitis. Dianeal therapies were ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot numbers are unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.